Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that they were having problems with their bladder stimulator and the issue was getting worse. Patient stated they called their manufacturing representative (rep) last thursday and they still hadn't heard back from them. Patient noted they needed assistance with making adjustments to their therapy. Patient also reported that their date and time for the handset never stayed in sync and it adds to their annoyance. Patient confirmed that they've already changed programs before and increased their stimulation. Patient stated that in their current program, they tried increasing before but the stimulation was too strong. When asked for an event date, patient did not provide a clear answer and just reiterated their medical history. Agent reviewed role of representative, general device use and therapy information and offered to assist the patient with making therapy adjustments. During the call, agent walked patient through connecting to their ins. Patient stated that they will try changing their program and they will increase their stimulation to a comfortable level. Patient will continue to monitor symptoms and will follow up with their healthcare provider to further address the issue. In addition, patient mentioned they were in the hospital for 2 months because they were so sick and at some point, during those 2 months, their bladder stimulation stopped working and neither the doctor nor manufacturer knew what had happened. Patient said the doctor's guess was that they were surrounded with so much medical equipment for so long that it may have essentially killed the bladder stimulation.